Event description:
Customer reportedly obtained results of 383 mg/dl, 275 mg/dl, 145 mg/dl, and 104 mg/dl on the advantage system within 10 mins. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. No quality controls were used. No info provided to indicate where comparison was performed.